Manufacturer narrative:
Findings: unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 337 mg/dl. The customer was explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is no expired or denatured. The customer stated that he has no scar tissue. Customer stated the tubing is no bent or kinked. Customer stated they have tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer was offered to troubleshoot for the low and high blood glucose and declined.